Manufacturer narrative:
This report is submitted on april 08, 2022.

Event description:
It was reported that the patient's rechargeable battery has melted. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. Additional information has been requested but it has not been made available as of the date of this report.